Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, a mitral valve replacement was performed and this 27 mm sjm epic valve was implanted. On (B)(6) 2017, the valve was explanted due to thrombus. The patient was reported to be recovering.

Manufacturer narrative:
The results of this investigation concluded there was active and chronic bacterial endocarditis. There was organizing thrombus on both the inflow and outflow surfaces. All three cusps contained vegetations with acute and chronic inflammation which resulted in the immobilization of the cusps. Special stains were positive for gram positive cocci. No significant calcifications were identified with the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the microorganisms, thrombus, or vegetations were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.